Event description:
The customer reported that the cannula was bent, but the insulin pump did not alarm no delivery. The blood glucose reading was over 360mg/dl. Troubleshooting was performed, and the device failed the high pressure test. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.